Event description:
The customer reported five false positive results with the ID now covid-19 assay on various dates. This test represents the second test was performed on (B)(6)2022 on a nasopharyngeal swab, involving lot number (m170636 ) quantity (3) . Conformation test was performed (pcr,genexpert) on a nasopharyngeal swab ,and generated negative result. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided. The customer states there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses test two (2) of five (5).

Manufacturer narrative:
The investigation is still in progress .a supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02126 through 1221359-2022-02130.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m170636 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m170636, test base part number 190-430 / lot m170636. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m170636 showed that the complaint rate is 0.006% (3/54504). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. This report is being filed on an international product, list number 191000 that has a similar product distributed in the us, list number 190-000.